Manufacturer narrative:
Sample and photo received for investigation. Through visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 20ml ll s/su stopper was defective/damaged. The following information was provided by the initial reporter translated from portuguese to english: "when the syringe was used by the nursing team, there was a problem with the stopper, where it came loose from the nozzle, making it impossible to use." Arrangements: it was necessary to release another 20ml disposable syringe (luer lok nozzle) to be used. Quantity of the defective product? A: one unit. Was there any harm to the patient/health professional? (Detail) a: no damage. Is the sample contaminated? If so, please state the substance. A: not contaminated. Could you share the photo samples related to this event? A: photo attached. - is the sample related to this incident available for analysis? A: yes.